Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the distal left coronary artery (dlad) with mild calcification and mild tortuosity. The 3.00x12mm nc trek neo balloon dilatation catheter (bdc) was attempted to be advanced to the target lesion; however failed to advance due to the anatomy and the distal tip became bent. Therefore, the bdc was removed and difficulty was also noted due to the anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.